Manufacturer narrative:
Based on qc data, the assay was performing within specifications. The alarm trace demonstrated multiple sample-short alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ca 125 ii result for one patient with the cobas 6000 e 601 module. The initial result was 4.84 u/ml. The same tube was used on (B)(6) 2020 for repeat testing with a result of 312.3 u/ml. The questionable result was reported outside the laboratory and the clinician asked for a rerun of the sample. The reagent lot number was 488337. The expiration date was requested but not provided.